Manufacturer narrative:
A ge service representative performed an onsite investigation. The systems interface pcb assembly was replaced and the 5vdc power supply was evaluated and confirmed to be operating within specification. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.